Event description:
It was reported that during treatment while using a renasys touch the patient began negative pressure therapy but then the device did not work anymore, so therapy was suspended. No patient harm reported.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found defects to the outer case. The functional evaluation found that there was an issue with charging the device, establishing a relationship with the event reported. An issue with the main power inlet port was identified as the root cause of this event. This has caused the main battery to become depleted, causing the coin cell battery contained within to discharge. Once this occurs, the device will not operate. The IFU offers further guidance on this matter, users of the device are advised to refer to this. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional actions are required. Our clinical assessment concluded: per e-mail communication the patient was not injured due to the suspension of the treatment. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the associated risk file outlines delayed wound healing as failure effects as a result of treatment stopping before therapy completion. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.